Event description:
Ous MDR - after an implantation time of about 11 months, interference potentials with subsequent repeated vf detection and shock delivery were reported. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered fraying of the insulation 14 cm and 17 cm distal of the connector pin and fraying of the coating of the rope conductor to the ring electrode at that site. This damage manifestation is, with high probability, to be regarded as the cause for the clinical complaint. The fraying of the insulation requires excessive mechanical load at the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. The deformation of the vcs shock coil is with high probability due to the explantation process. The analysis did not find any manufacturing errors or material defects at the lead.